Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited low pacing impedance and loss of capture. While repositioning the lp, the helix was stretched. A different lp was used to complete the procedure. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of stretched helix was confirmed while the reported event of low impedance and failure to capture could not be confirmed. The leadless pacemaker was returned for analysis. Visual inspection of the device found the outer and inner helix stretched out of specification. The helix elongations are consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. During analysis, the inner helix detached from the device. The inner helix detachment from device was determined to be consistent with mechanical stress from procedure.